Event description:
Patient allegedly has infection and had surgery for debridement and treatment of infection.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. This report will be updated when the investigation is complete.